Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement was 70 ohms at device changeout. The day after the device changeout procedure, the device check revealed ra coil (right atrial)>>rv coil and ra coil>>can shock impedance measurements were greater than 200 ohms, and rv coil>>can was 80 ohms. Over a month later, ra coil>>rv coil and ra coil>>can were 190 ohms, and rv coil>>can was 78 ohms. The physician ordered reprogramming to rv coil >>can configuration. This lead remains in service. No adverse patient effects were reported.